Manufacturer narrative:
Patient weight was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery clip connector for the power module battery had cracked. The streamline cable will be replaced.

Manufacturer narrative:
Section d4: expiration date incorrectly provided in previous report. Expiration date is not applicable for heartmate power module. Manufacturer's investigation conclusion: the reported event of the power module¿s battery clip connector being damaged was not confirmed. The power module (serial number (B)(6) was not returned for analysis. Questions regarding the power module¿s shipping preparation and return status were asked multiple times; however, no responses were received. This event will be reopened with further analysis if the power module is returned at a later date. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The unit was shipped to the customer on 26jul2017. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.